Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a backup battery fault and switched to their backup system controller. Log files were submitted for review and captured emergency backup battery (ebb) faults on 13apr2026 due to the ebb failing the load test.